Event description:
The account alleges that the hi/low function is drifting down. Bed was out of service.

Manufacturer narrative:
The account cleaned the drive parts but the issue remained. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.